Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the large hem-o-lok clip applier instrument jaws would not open after attempting to place clip in jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint "instrument jaws would not open after attempting to place clip in jaws". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was also retested for intuitive motion multiple times and passed. However, the grip-clip test was performed and failed. The grips did not clip/release the test clip onto the test tube. The instrument was transferred to engineering for further review and the initial failure analysis findings were confirmed. The clip test performance was intermittent. The housing of instrument was removed, and tension of cables was checked. One (1) of the clamping pulleys associated with jaw motion was found to be about an eighth of a turn loose compared to the other clamping pulleys.